Event description:
It was reported that a pump over infused medication (magnesium) to a patient. The customer stated "changed primary ivf (intravenous fluids) as ordered down to 100cc/hr." The nurse started a secondary infusion of magnesium, left the patient and upon return, observed that the 50cc bag of magnesium was almost empty (programmed amount and delivery rate unknown). The patient stated that they experienced "feelings of warmth and light headedness, however when rn took initial vital signs prior to incident patient had stated warmth (temp was 98.4) and patient was ambulating around the room. Vital signs rechecked, 10s/67s hr 90 at 10:20 a.m. Md was present outside room. Pharmacy also called to inquire about possible side effects which were hypotension, or bradycardia. A 500 cc normal saline given ordered by md based on potential side effects."

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. Sigma visually inspected the event IV set. No evidence of a malfunction was discovered. Additionally, a flow rate test was performed per the sigma preventive maintenance procedure with the returned IV set, and found to deliver within specification. Review of the device history log shows that on the reported day and time of the event that the secondary infusion of magnesium was programmed; a primary infusion was reprogrammed to deliver at a rate of 100ml/hr, and however no secondary infusion was programmed. The information suggests that the secondary medication was delivered at the programmed primary infusion rate. No device malfunction could be identified.